Event description:
Healthcare professional (hcp) reported patient was injected with 0.4cc of volift into the nasolabial fold and experienced vascular occlusion. Patient has been treated with 6 vials of hyalase, warm compress, aspirin and massage over the past two days. The skin around the nose is red but it is breaking downing still, with blisters. Capillary refill yesterday was 4 seconds. The patient feels pain although it has been better since yesterday. Symptoms on going.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.